Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. During the internal evaluation, corrosion was observed in the intake manifold but it cannot be confirmed if there's a relationship to the customer report. The intake manifold was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not operate correctly. This is all the information available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.